Event description:
It was reported that customer received an erroneously low calcium result for one patient sample. Sample type is plasma, drawn in a lithium heparin sample tube. Initial result run from an aliquot of the primary sample tube gave 1.0 mg per dl. Repeat testing was performed using the primary sample tube giving 8.6 mg per dl. Original result was not released and patient not adversely affected. The field service representative found a dirty probe and a problem with the rinse mechanism dispense volume was cause, and cleaned probe and replaced rinse mechanism water dispense lines #3 on 4 tubes. Performed a mechanism check which passed. Dispense volumes within specifications. Calibration and controls were run with good results and no further problems reported. Instrument verified to be performing within specification.